Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a consumer from (B)(6) of cloudy dialysate and abdominal pain in a patient coincident with extraneal viaflex therapy intraperitoneally (ip) for peritoneal dialysis. On (B)(6) 2010, the patient experienced cloudy dialysate and abdominal pain which lasted "for approximately two weeks." Final outcome was not reported. Further details, treatment, laboratory testing and action taken with extraneal viaflex were not reported. The reporter did not provide an assessment of causality.